Manufacturer narrative:
No product was returned for evaluation as it remains in-situ. No allegation of device malfunction reported, nor were radiographs provided to confirm the reported event. Review of the complaint statement suggest the suboptimal interbody placement and the actions taken during the attempted repositioning are the potential root cause of the damaged anterior longitudinal ligament. No revision procedure is planned at this time, patient will continue to be monitored. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury..." "...the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...all implants should be used only with the appropriately designated instrument (reference surgical technique)...." Device remains in-situ.

Event description:
Patient underwent posterior lateral interbody fusion procedure at the l5/s1 levels. Reportedly, cage was placed and then moved forward surgeon was unable to properly reposition and elected to leave in-situ. During this process, the anterior longitudinal ligament was damaged. No revision procedure is planned at this time. Patient will continue to be monitored.